Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "High", although specific value was not provided on (b)(6)2026. The elevated BG was addressed by a correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.